Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory in two segments. Visual inspection showed insulation was torn. Tool marks were noted along torn insulation, which reasonable evidence suggests were caused due to explant damage. Noted conductors looped out of torn insulation. The noise and low amplitude allegations were not confirmed, as segment resistances measured normal indicating conductors are intact.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude r wave measurements since about one year after initial implant. When measurements were reviewed during follow up examinations, the lead's impedance measurements were always within normal range. Nearly ten years post-implant, the patient underwent a surgical procedure to replace the device due to normal battery depletion. During this procedure, the rv lead was removed and replaced. When the lead was removed from the patient, visual examination noted the insulation appeared to be separating from the coils; however, it was suspected that this damage may have been caused, during explant procedure, while using laser extraction to remove the right atrial lead. The lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude r wave measurements since about one year after initial implant. When measurements were reviewed during follow up examinations, the lead's impedance measurements were always within normal range. Nearly ten years post-implant, the patient underwent a surgical procedure to replace the device due to normal battery depletion. During this procedure, the rv lead was removed and replaced. When the lead was removed from the patient, visual examination noted the insulation appeared to be separating from the coils; however, it was suspected that this damage may have been caused, during explant procedure, while using laser extraction to remove the right atrial lead. No additional adverse patient effects were reported.